Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for cervical radiculopathy reported in (B)(6) of 2014 shortly after they turned stimulation on they were in atrial fibrillation. The consumer turned stimulation off and their heart went back into rhythm by itself. The consumer hadn¿t used their device in a while and turned stimulation on in the early evening on (B)(6) 2016, and woke up at 1 a.m. In atrial fibrillation so they went into the hospital where compatibility guidelines were requested for defibrillation and/or cardioversion. It was noted the consumer¿s leads were at the base of his skull right between their shoulder blades.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer had a c-spine trigger point injection on (B)(6) 2016. The consumer went to bed on (B)(6) 2016 in their usual normal health, but woke up that night when they were suddenly feeling heart thumping and fluttering. The consumer had racing heartbeats and was brought to the hospital due to persistent palpitations. During that time the consumer denied any fever, dizziness, syncope, or dyspnea, but did have chest pain rated at a level four, joint and neck pain, diaphoresis, muscle stiffness, and a headache. In the emergency room (ER) the EKG showed rapid atrial fibrillation (a.fib) and rapid ventricular response with a heart rate of 140-150, but no gallop, murmur, or rub were heard. It was noted the consumer had some palpitations two years ago which lasted for less than 30 seconds and was worked up with a holter monitor and stress test, but it didn¿t pick up any arrhythmias, and the consumer was never officially diagnosed with a.fib. At the ER it was noted the consumer had no identifiable thrombi emboli risk factors based on history, examination, and echocardiography and as such he was considered lone atrial fibrillation with a chadsvasc score of 0. During this time the consumer had bloodwork performed with a ptt level of 81.8 followed by 42.2 at a later time that day, and a tsh level of 0.15. A chest x-ray was performed which identified no acute pulmonary abnormality. The consumer was started on a cardizem and a heparin drip for new onset a. Fib with rapid ventricular rate (rvr), and was admitted to the hospital with a heart rate ranging from 125-86 at various times. During that time an echocardiogram was performed which showed normal left and right ventricular size and systolic function, mild mitral regurgitation, and trace pericardial effusion. On (B)(6) 2016 a hospital note identified the consumer¿s heart rate was a regular rate and rhythm with a heart range from that day ranging from 60-96, and all other vitals stable. Repeat bloodwork performed that day showed a hemoglobin level of 17.2 (high), absolute lymphocytes 4.2 (high), chloride level 111 (high), triglycerides 229 (high), total protein 6.3 (low), chloride 111 (high), pt 11.0, and inr of 1.00. During that time the physician noted the consumer to be completely asymptomatic and tolerating the cardizem. The plan was to continue with long-acting cardizem for rate control in case of recurrence of atrial fibrillation, and there would be no need for long-term anticoagulation, but the consumer was prescribed a low-dose aspirin. The consumer was advised to follow-up with cardiology and an electrophysiologist as an outpatient, and their primary care physician. At the time of discharge the consumer was medically stable with normal vital signs. On august 16, 2016 the nurse from the consumer¿s physician¿s office said the consumer hadn¿t been ¿reprogrammed in ages,¿ and wasn¿t using the device any further until they had more answers regarding the correlation between a.fib. And the device being on. It was noted the consumer did speak with cardiologist to ask if the stimulator could cause a.fib., and the cardiologist said it was possible, but the consumer hadn¿t had an evaluation that the nurse was aware of.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer presented to the emergency room on (B)(6) 2016 with complaints of palpitations and arrhythmia. The consumer went to bed that night feeling in their normal state of health, but was awoken around 2 a.m. With a sensation of palpitations. The consumer denied shortness of breath, chest pain, weakness, any recent illness, fever, chills, vomiting, or diarrhea. It was noted the consumer experienced palpitations one time in the past several years ago that was investigated including wear a holster monitor that didn¿t yield any evidence of abnormality. The consumer denied any family history of mi¿s or sudden unexplained death in first-degree relatives. The consumer further denied any drug, caffeine, or alcohol use, as well as any other symptomatology. An x-ray was performed which showed no evidence of acute cardiopulmonary process, effusion, infiltrate, or pneumothorax. Blood work was performed with abnormal results of the following: white blood cell count 15.7 (high), hemoglobin 17.8 (high), mean corpuscular hemoglobin concent 36.2 (high), neutrophils 11.2 (high), monocytes 1.7 (high), glucose 126 (high), and thyroid stimulating hormone 0.15 (low). A physical exam was performed by the hcp noting the consumer appeared in no apparent distress, was well developed, and their vitals were stable. The consumer was placed on a cardiac monitor which showed an irregular rate and rhythm (130 beats per minute, normal axis, no st-t, or interval changes), tachycardia, and new-onset atrial fibrillation with rvr. One liter of normal saline was given along with 10 mg of diltiazem IV push which was converted to a continuous infusion at 5 mg per hour. The consumer did experience improvement and slowing of the tachycardia without rate conversion into the low 100¿s without subsequent hypotension. The consumer was then started on high-dose weight-based dosing heparin including bolus and continuous infusion. Following this the consumer was admitted to the hospital in stable condition and was chest-pain free on continuous cardiac monitoring for further provocative cardiac testing. Following hospitalization the consumer was discharged home on 240 mg cardizem. On (B)(6) 2016 the consumer took their cardizem and thirty minutes later they broke into a cold sweat that lasted for 30 seconds to one minute. The ambulance was called and the consumer was evaluated by ems. The consumer felt better and had no evidence of arrhythmia so they decided not to be transported to the emergency department. However, the consumer later decided to go to the emergency room even though they felt fine. It was noted for the last four days the consumer did have some left upper chest pressure and flutter sensation. The consumer denied any shortness of breath, abdominal pain, nausea or vomiting, numbness, tingling, or lower extremity swelling. The consumer had felt dizzy and lightheaded since starting cardizem on (B)(6) 2016, which seemed to get better in the mid to late afternoon. While in the emergency room the consumer remained hemodynamically stable, orthostatic's were normal, and their white blood cell count had normalized since being discharged from the hospital. According to the consumer they thought some of their symptoms that morning could have been secondary to anxiety while the hcp noted could have been a mild side effect of the cardizem. There was no evidence of any further atrial fibrillation episodes either at the time the paramedics came or during the emergency room visit (the consumer was in normal sinus rhythm at a rate of 66). No further diagnostic tests were needed and the consumer was discharged from the emergency room with follow-up scheduled with their doctor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.